Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2017 regarding a patient's implanted infusion pump containing fentanyl (dose and concentration unknown). The indication for use was spinal pain. The patient's medical history included chronic pain. It was reported that the patient was admitted to the intensive care unit (ICU) on the morning of (B)(6) 2017 and placed on a ventilator for possible overdose. The patient experienced decreased respirations, and possible overinfusion of the drug was noted. The pump was interrogated and no active alarms were discovered. After consulting with a manufacturer representative and being referred to the patient's pump managing physician, the treating hcp decided to turn the pump to minimum rate. A manufacturer representative talked the treating hcp through the procedure to turn the pump to minimum rate mode. There were no known environmental, external, or patient factors that led to the event, and it was noted that the patient had recovered and was no longer on a ventilator. No surgical intervention was planned or scheduled. The issue was considered resolved and the patient's status was alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.